Event description:
It was observed that during the device evaluation, the camera head exhibited cable unit damaged. There was no patient involvement.

Manufacturer narrative:
The device evaluation as noted in section b5 found damaged cable unit. Based on the results of the investigation, the cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. A definitive root cause of the phenomenon cannot be conclusively identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.